Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The root cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes and trunk cable was pulled out of the strain relief, damaging wires in the cable. Additionally, the trunk cable connector j702 on the distribution node pca was physically damaged causing the faults. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.